Manufacturer narrative:
During inspection and testing of the subject device, lines were observed on the image before the image disappeared due to a faulty charge-coupled device (ccd). In addition, the cable was found to be broken internally. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the camera head showed poor image quality with sporadic lines and glitches during a therapeutic ureteroscopy and insertion of a stent. A second camera was tried with the same results. The procedure was completed with another camera head. The subject device (first camera head) was returned to an olympus service center for evaluation. During inspection and testing of the device, noise was observed and there was no image. This report is being submitted for the malfunction found during evaluation (no image). There was no harm or user injury reported due to the event. This report is being submitted for the issue with the first ch-s190-08-lb and patient identifier (B)(6). The issue with the second ch-s190-08-lb is being submitted under the medwatch with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g3, the aware date should be 03-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a faulty charged-coupled device (ccd) was confirmed. It was therefore possible that the reported phenomenon of ¿no image¿ occurred because the video function did not work properly due to a faulty ccd. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.